Manufacturer narrative:
The associated journey ii cr locking femoral implant bumpers were not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. The devices were manufactured in 2015 and 2017, which suggests they have been in use for some time. The bumper is a reusable device that can be exposed to numerous surgeries; damage from repeated use can occur. Several potential factors that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to/after each use and cleaning. Without the return of the actual products involved, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that during a tka procedure, device broke upon impaction of femoral implant. No delay. Backup device available. No injury or impact to patient has been reported.